Manufacturer narrative:
Device was not made available by user.

Event description:
The user reports that induced astigmatism occured after using the femto ldv z4 to create a intra stromal pocket to create a pocket to place a kamra inlay.